Manufacturer narrative:
Zoll medical corporation evaluated the device. The customer's report was duplicated and attributed to a detached interconnect cable from the connector of the analog board. The interconnect cable was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down and would not power on. Complainant indicated that there was no patient involvement in the reported malfunction.